Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), suicide attempt ("attempted suicide") and depression ("depression") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient started essure. On an unknown date, the patient experienced pelvic pain (serious criteria medically significant and clinically significant/intervention required), suicide attempt (serious criterion medically significant), depression (serious criterion medically significant), gait disturbance ("trouble walking"), acne ("acne") and fatigue ("fatigue"). The patient was treated with surgery (essure removed on (B)(6) 2015). Essure was withdrawn. At the time of the report, the pelvic pain, suicide attempt, depression, gait disturbance, acne and fatigue outcome was unknown. The reporter considered pelvic pain, suicide attempt, depression, gait disturbance, acne and fatigue to be related to essure. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced pain (seen as pelvic pain). Also, plaintiff had depression and attempted suicide. Plaintiff underwent a surgical removal of essure, more that 3 years after essure insertion. Pelvic pain is anticipated in the reference safety information for essure. Suicide attempt and depression are unanticipated. During the essure therapy, pelvic pain may occur. Considering the plausible temporal relationship and the lack of alternative explanation, a causal relationship between the event and essure cannot be excluded. The cause of depression is multifactorial. Environmental factors, including coexisting illnesses or substance abuse, may affect neurotransmitters and/or have an independent influence on depression. Suicidal ideations may occur, but not limited to people with depression. Considering the local action of essure at fallopian tubes, a causal relationship between suicide attempt and such severe depression is unlikely and was considered as unrelated. This case was regarded as incident, as a surgical intervention was required. Non serious events were reported. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra lit can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 3-jan-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced pain (seen as pelvic pain). Also, plaintiff had depression and attempted suicide. Plaintiff underwent a surgical removal of essure, more that 3 years after essure insertion. Pelvic pain is anticipated in the reference safety information for essure. Suicide attempt and depression are unanticipated. During the essure therapy, pelvic pain may occur. Considering the plausible temporal relationship and the lack of alternative explanation, a causal relationship between the event and essure cannot be excluded. The cause of depression is multifactorial. Environmental factors, including coexisting illnesses or substance abuse, may affect neurotransmitters and/or have an independent influence on depression. Suicidal ideations may occur, but not limited to people with depression. Considering the local action of essure at fallopian tubes, a causal relationship between suicide attempt and such severe depression is unlikely and was considered as unrelated. This case was regarded as incident, as a surgical intervention was required. Non serious events were reported. A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.